Event description:
Related to MFR report # 2183959-2012-01178. On or about (B)(6) 2009, plaintiff was implanted with the perigee prolapse repair system and an additional device, with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that after, and as a result of the implantation of the pelvic mesh products, the plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, mesh erosion, hardening, and recurrent incontinence. On or about (B)(6) 2011, it was alleged that the plaintiff had a revision surgery due to the implanted pelvic mesh products. It was further alleged that, plaintiff was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.